Event description:
The healthcare professional (hcp) reported through a manufacturer representative that they had ¿issues¿ during an implantable neurostimulator (ins) replacement procedure. The patient¿s pocket was opened, the old ins¿s setscrews were loosened, and the extensions were removed at the time of replacement. The extensions were then advanced into the new ins, however ¿the rear port 8-15 was very tight.¿ the hcp ¿loosened the set screw¿ as a result and then further advanced the extension, tightened the setscrew, and closed the pocket. Impedance testing was performed following the procedure and it was found that ¿contacts 8-15 (the right lead/extension) were all invalid¿ with ¿excess impedances¿ of ¿>40000 ohms.¿ it was noted the impedances had been ¿ok¿ prior to the replacement procedure. The patient was returned to the operating theater as a result and the ins pocket was reopened. The extension was checked visually and with an external neurostimulator (ens) and it was found ¿impedances were all normal.¿ the hcp then attempted to again advance the extension into the ins, however it was ¿still very difficult.¿ the ins set screws were again loosened, but it was ¿still the same.¿ the set screws were still further loosened, at which time the hcp noted he ¿finally felt a click for the extension to go all the way in.¿ the ins was then placed in the pocket and an impedance test was performed prior to closing the pocket; impedance testing performed at that time returned ¿normal¿ results.¿ it was noted the hcp was ¿not happy with how hard it was to advance the extension int o the ins¿ and noted there ¿should be a line to know how far to advance the extension into the ins.¿ the issue was resolved as of the time of report and the replacement ins was implanted and remained in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.